Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent fractured and was partially deployed. The patient required additional surgery.a 6x200x130mm innova¿ stent was selected to treat the target lesion located in the superficial femoral artery (sfa). Vascular access was obtained via the right common femoral artery with a long sheath and there was a 0.35 wire placed over the lesion. Deployment was initiated using the thumbwheel and they reached the point where they had to use the pull tab to deploy the remaining portion of the stent. It was noticed that the stent was not fully unsheathed; however the pull tab was fully retracted. They attempted to remove the entire system with no success and they noted that the stent had fractured in three different places. The first portion that fractured was left in the sfa. Another portion was able to be pulled back in the long sheath; however, it got stuck in the long sheath. The third portion that fractured was lodged in the right common femoral artery and left in the patient. As a result, re-stenting was done with a 6x150 innova¿ over the portion in the sfa. There were no patient complications reported. The patient required additional surgery to remove the portion left in the right common femoral artery. The patient status is reported as okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .035 unidentified guidewire inside of the device. The outer sheath, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath had a kink at the nosecone. The tip was detached and not returned with the device. There was damage to the inner liner in the form of buckling/kinks approximately 13.5 and 19cm from the distal end of the mid-shaft. The stent was returned in 2 sections outside of the device and was fractured. The guidewire that was frozen in the device was protruding out of the distal end approximately 94cm from the distal end of the mid-shaft and protruding out of the proximal end approximately 33.5cm. The devices handle was opened and inspected for further damage. It was noticed that the mid-shaft was separated from the retainer clip by a severe force. The clip was cut out of handle and the inner liner was separated from the mid-shaft to inspect for additional damage but none was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent fractured and was partially deployed. The patient required additional surgery. A 6x200x130mm innova¿ stent was selected to treat the target lesion located in the superficial femoral artery (sfa). Vascular access was obtained via the right common femoral artery with a long sheath and there was a 0.35 wire placed over the lesion. Deployment was initiated using the thumbwheel and they reached the point where they had to use the pull tab to deploy the remaining portion of the stent. It was noticed that the stent was not fully unsheathed; however the pull tab was fully retracted. They attempted to remove the entire system with no success and they noted that the stent had fractured in three different places. The first portion that fractured was left in the sfa. Another portion was able to be pulled back in the long sheath; however, it got stuck in the long sheath. The third portion that fractured was lodged in the right common femoral artery and left in the patient. As a result, re-stenting was done with a 6x150 innova¿ over the portion in the sfa. There were no patient complications reported. The patient required additional surgery to remove the portion left in the right common femoral artery. The patient status is reported as okay.